Event description:
It was reported during the patient's high-pressure-resistant PICC catheterization operation, catheter leakage was found during catheter pre-flushing. After the catheter was confirmed to be ruptured, a new catheter was inserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the returned 4fr s/l powerpicc catheter was confirmed but the cause is unknown. The catheter was returned with the t-lock assembly attached to the luer adaptor and the stylet inlaid. Approximately 9.6¿ of the stylet was found proximal to the t-lock assembly. Multiple kinks were seen in the stylet and catheter. Red residual material was seen along the length of the stylet. The catheter was patent to infusion. The distal end of the catheter was clamped with a pair of atraumatic hemostats by the investigator and the catheter was flushed against the occlusion. A small bubbling leak was observed between the 1cm and 2cm depth markings. Microscopic examination was conducted on the catheter at the leak site. Two small, jagged splits were seen in the catheter wall between the 1cm and 2cm depth markings. This first split analyzed was found in the side of the tubing. The split was angled with respect to the axis of the tubing. The split in the tubing was 0.04712¿ long. The second split was in line with the printed depth markings. This split ran approximately perpendicular to the axis of the tubing. The split was 0.03785¿ long. The split surface was dull and granular on both splits. Based on the analysis of the returned sample, possible contributing factors include damage from the stylet, tensile (pulling) damage, sharp instrument damage or user induced damage. However, the exact root cause could not be determined from the returned sample. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3265 showed one other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported during the patient's high-pressure-resistant PICC catheterization operation, catheter leakage was found during catheter pre-flushing. After the catheter was confirmed to be ruptured, a new catheter was inserted.